Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed to connect. A pairing test was performed with a nordic bluetooth device and passed. Performed share log review: no data on share tool. The reported event of loss of connection was confirmed. The root cause of the issue is a defective transmitter

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available.